Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No -lens not returned. (B)(4). Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -09.50 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to a refractive surprise. The lens was suspected to be upside down. The lens was exchanged for another same model but different diopter power lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -9.50 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to refractive surprise. The lens was suspected to be upside down. The lens was exchanged for another same model but different diopter power lens and the problem was resolved. The patient's post-op best-corrected and uncorrected visual acuities were 20/20. Device evaluation: the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional and functional inspections were also performed. Conclusion: as per dfu for this lens model, vicls are contraindicated for patients below 21 years of age. (B)(4).